Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed with all dimensional measurements found to be within specification. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the most likely cause of the event was due to the patient's condition (incompetent capsule) and therefore it is considered unrelated to the device.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens dislocated. Zonule dehiscence was observed after implant in capsule. The procedure was complicated by zonular weakness. This occurred 1 day post op. The lens was explanted and replaced approximately one week post implant. The surgeon believes the likely cause of the event is an incompetent capsule. The patient's current prognosis is good.